Event description:
The handheld and flashcard were received for product analysis on 02/03/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
On 11/(B)(6) 2014, it was reported that the physician¿s programming handheld ¿dies a lot¿. The handheld has not been returned for product analysis to date.